Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the returned panel cable and an evaluation of the ventilators logs has been completed. The returned panel cable was found function properly and did not reproduce the reported technical error code. The evaluation of the ventilator¿s logs confirms the reported event. The course of events according to the logs was that the technical error occurred while the ventilator was in the high flow therapy. The ventilator was briefly set to the standby mode to intubate as reported but the technical error was still active. After the standby invasive ventilation was started. Soon after start there were alarms indicating leakage and later also etco2 low. There was no stop ventilation during this period which lasted 21 minutes. During the entire ventilation period the technical error which has a high priority was active and could have hidden the other clinical alarms with lower priority which would only be shown in the parameter boxes. The technical error is an internal communication error but it does not affect ongoing ventilation. It cannot be silenced permanently without turning off the ventilator in between. The conclusion in the matter is that there was no stop of ventilation. There were alarms that indicate leakage and it was the leakage that most probably caused the poor ventilation. The cause of the technical error has not been determined.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the patient was pre-oxygenated with the ventilator¿s high flow therapy before intubation without any problem. The patient¿s saturation was normal and the patient was intubated. After intubation the ventilator was started up in the pressure regulated volume control (prvc) mode of ventilation. A technical error was displayed indicating a communication error was generated and the patient didn¿t get any ventilation. The patient¿s dropped very quickly to 50%. A suction procedure was done with poor results and the tube was checked for displacement. There was no co2 displayed. After changing to another ventilator of the same brand with the same settings, the patient immediately got better with normal saturation. The final patient outcome was no harm. Manufacturer reference#: (B)(4).